Manufacturer narrative:
Medtronic received the following information from the journal article entitled; comparison of open surgical versus hybrid endovascular repair for descending thoracic aortic aneurysms with distal arch involvement hyun-chel joo1, young-nam youn1, young-guk ko2, donghoon choi2, jong yun won3, do yun lee3, kyung-jong yoo1; journal of thoracic disease (2018) 5/127, doi: 10.21037/jtd.2018.05.127. Average age. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia sent graft systems were implanted into patients for the endovascular treatment for thoracic aortic aneurysms (aaa). The following adverse event was reported: death, 30 day mortality